Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing a tubing guide" was confirmed as missing direction of flow label. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the case shimming. The case shimming required to be replaced to address this issue. During evaluation, the device had a system error 322. The cause was identified to be lower link switch which requires rear case replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump found with a missing tubing guide in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "missing a tubing guide" was confirmed as a missing direction of flow label. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the missing direction of flow label and therefore case shimming is required to correct this issue. During evaluation, the device alarmed system error 322 (link switch error (low)). The cause was determined to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.